Event description:
In an attempt to deploy a wiktor rival stent, it would not deliver to the sight and was removed. Upon removal it was noticed that the stent has become accordian shaped and came off of balloon. A snare was then used for retrieval. No other medical intervention was reported.